Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level; cause was side effects of an unrelated surgery, as well as being a brittle diabetic. Although requested by tandem technical support, customer was unable to provide any additional information regarding the issue.